Event description:
Device 1 of 2 reference MFR report: 1627487-2014-21543. It was reported the patient experienced multiple falls and lost stimulation since the last fall. X-rays confirmed the leads had migrated and a fracture was suspected. Diagnostic testing revealed multiple invalid impedances on both leads. Subsequently, the patient's leads were explanted and replaced. The patient is receiving effective stimulation post-operatively.

Manufacturer narrative:
Results: the complaint about "invalid impedance" was confirmed. As received, incomplete model 3186 leads were received in four segments. Visual inspection of the returned lead segments did not reveal any anomalies. Functional testing of terminal and stim segments were performed by measuring continuity between the contacts and the end of the corresponding cut wires. All channels of each lead segment passed except for one stim lead segment which failed the conductivity test. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.